Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding valve function: (a) inspection of water feeding. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope was difficult to upgrade and angulation worked, but the control knob felt too stiff. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the up/down knob did not move smoothly due to damage on the bending tube. Also, evaluation found the bending angel in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesives around the objective and light guide lenses had a white clouded area, the scope cover was dented and burned, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.